Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information this pacemaker exhibited decreased longevity beyond that normally expected. Boston scientific technical services (ts) reviewed device data and confirmed the device appeared to be operating at a steadily increasing rate of power consumption since implant. Ts recommended device replacement as the cause of the high power consumption could not be determined. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted no anomalies. Review of the device memory indicated replacement indicators were not triggered while implanted. The device was then manually tested to verify pacing, sensing, and recording functions of the device commensurate with battery voltage; normal device operation was observed. The device case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. The external power supply was substituted for the battery and the low voltage power supplies were overdriven one at a time. An issue with the low voltage capacitors was identified. Analysis confirmed a product performance issue with these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal.